Event description:
It was reported that a pulse oximeter's display was missing segments. There was no patient involvement as this was discovered prior to patient use. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The device was returned for investigation. The unit was powered up and the display was observed to have missing segments. The customer complaint was verified. The unit was then disassembled and a visual inspection was performed. No visual anomalies were observed. The display printed circuit board (pcb) was then replaced and the unit functioned as intended.

Manufacturer narrative:
Covidien reference number : (B)(4). The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Please see remedial action reference. Complaint trends will continue to be monitored.